Event description:
The following was reported to hamilton medical ag: summary:o2 mixer in the system test show higher values than set.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary:o2 mixer in the system test show higher values than set.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. The review of the complaint demonstrated that there was non malfunction with the device hamilton-c6 which was functioning within the intended specifications and tolerances.

Event description:
The following was reported to hamilton medical ag: summary:o2 mixer in the system test show higher values than set.